Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that she has a compromised force sensor system alarm on the insulin pump and it was not priming. Customer stated that the paramedics were called on (B)(6) 2016. Customer's blood glucose was 48 mg/dl when he was admitted to the hospital. Customer stated that he was feeling funny and his wife called the paramedics. Customer stated that it looked like it was caused by too much insulin. Customer stated that the paramedics took the insulin pump off when they arrived. Customer has been off the pump since yesterday morning. Customer was given food, oranges, and a drink. Customer stated that he wasn't able to clear the compromised force sensor alarm when it occurred again after the first call. Customer was advised that the pump will need to be replaced. In a previous call, the customer was offered a loaner pump but customer stated that he will call back.